Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was attempted to be implanted within the esophagus of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the patient was diagnosed with cancer. The indication for the stent placement was for palliative treatment of stricture within the esophagus. The stricture was reported to be approximately 8-10 cm in length extending from the mid to distal esophagus. The stricture had not been dilated prior to the initial stent placement. The patient's anatomy was reported to be slightly tortuous. During the procedure, approximately 30% of the stent was deployed when the physician noticed under x-ray that the stent could not be adequately placed within the stricture. According to the physician, the stent was not a good fit for the stricture since the stricture was not dilated prior to the stent placement. The physician believed that the stent would not be able to dilate the stricture to the expected diameter. Therefore, the stent was removed from the patient fully constrained on the delivery system and another of the same device was used to complete the procedure. It was reported that the stricture was dilated prior to deploying the stent that completed this procedure. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure. Based on the evaluation findings, which indicate that the stent was returned partially deployed, this is now a reportable event.

Manufacturer narrative:
(B)(4) for the evaluation findings of stent partially deployed. A visual examination of the returned device found that the stent was partially deployed by 5 mm. It was noted that the catheter was kinked at several locations along its length. During a functional analysis, it was possible to fully deploy the stent without issue. The inner shaft was kinked at approximately 190 mm proximal to the distal tip. A visual examination of the stent found numerous holes smaller than 1.0 mm in diameter in the silicone coating near the distal and proximal end of the stent. This passes the in process inspection criteria per the wallflex esophageal stents inspection procedure. No other issues were noted with the stent. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that operational context most likely caused or contributed to the evaluation finding of "stent partially deployed." However, it was determined that this complaint is associated with a product that meets specification, but the user is dissatisfied with the function, performance, or appearance of the product. Therefore,the most probable root cause classification is user preference issue.